Event description:
Occupational needle stick injury: while performing a phlebotomy with a 19 g angel wing butterfly which is being evaluated in outpatient phlebotomy, the phlebotomist locked the needle while removing it from the pt's vein. The gauze that was pressed on the puncture site caught in the tip of the metal safety cover. The phlebotomist attempted to free the gauze when the needle came out of the safety lock and punctured his finger. The phlebotomist followed established guidelines for a needle stick injury and immediately reported to oms for follow-ups. All 19 g angel wing needles have been sequestered as a result of this incident. There seems to be a problem with the safety mechanism; the needle came out the safety metal cover after it had been locked. (B) (4) qa and material mgmt notified. Trial of new product discontinued. Diagnosis or reason for use: trial of new safety product in phlebotomy.